Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported that after preparation of he femur according to the surgical technician, the stem was loose after implantation. Physician felt the stem could not be left in, took out the stem and replaced the stem after preparing the femur again. Update as per sales rep 10/14/16: surgeon stated stem was loose while trying to implant it. Surgeon went with a bigger stem. Sales rep stated he is not sure if there was something wrong with the device.

Manufacturer narrative:
An event regarding size/fit issue involving a restoration stem was reported. The event was confirmed. Method & results: device evaluation and results: the returned device is found to be unremarkable. The returned device was inspected by the manufacturing cell. The device was found to be undersized as per cmm inspection report. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the reported event was confirmed as the returned device was found to be undersized compared to the drawing. However, consultation with reliability engineer and quality engineer indicated that dimension specification of the returned restoration stem would come out to be undersized due to irregularities of the chemical etch surface finish and the out of specification condition is oversized which resulted from the stem sitting proud. It was also noted that the a larger stem was used to complete the surgery. If additional information becomes available, this investigation will be reopened.

Event description:
Rep reported that after preparation of he femur according to the surgeical technician, the stem was loose after implatation. Physician felt the stem could not be left in, took out the stem & replaced the stem after preparing the femur again. Update as per sales rep (B)(6) 2016: surgeon stated stem was loose while trying to implant it. Surgeon went with a bigger stem. Sales rep stated he is not sure if there was something wrong with the device.